Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during sigmoidectomy, when the surgeon used the reported products on the patient's rectum, the handle became unable to be squeezed in the middle of firing, so the jaws were released, then the staple which failed to be fired and remained in the reload was found. When the collected products were checked, the articulation lever and reload tip were found to be articulated. The unformed staple which was on halfway of firing in the staple storage part of staple reload were found to be remained. New product was taken out and the firing was able to be completed without problem. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during sigmoidectomy, when the surgeon used the reported products on the patient's rectum, the handle became unable to be squeezed in the middle of firing, so the jaws were released, then the staple which failed to be fired and remained in the reload was found. When the collected products were checked, the articulation lever and reload tip were found to be articulated. The unformed staple which was on halfway of firing in the staple storage part of staple reload were found to be remained. New product was taken out and additional resection was performed, the firing was able to be completed without problem. There was also tissue damage reported and the surgical time was extended by less than 30 min.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection of the returned product noted that the firing knobs were retracted and the articulation lever was in neutral position. The instrument was loaded with a pmv representative reload and successfully clamped, cycled fully, opened, and unloaded repeatedly without difficulty. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.